Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion sensor and upstream occlusion sensors were the root cause and were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing.